Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 35 mg/dl. Reportedly, the customer consumed glucose tablets to address their bg level. The customer alleged that the pump miscalculated boluses. Tandem technical support educated the customer on factoring in insulin on board when calculating a bolus.